Event description:
The account reported the brake is not holding. No pt injury reported.

Manufacturer narrative:
The tech found the brake caster inside metal is worn out causing the brake caster not to hold. The tech replaced the brake caster to resolve the issue based on this info, no further action is required.